Event description:
It was reported that stent foreshortening occurred. The target lesion was located in biliary duct. A 10 x 68mm x 75cm wallstent uni endoprosthesis stent was advanced and deployed successfully. However, after deployment, a stent foreshortening was noticed. Another wallstent uni was deployed through the implanted stent to cover the lesion completely. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: a wallstent uni device was received for analysis. The device was received with the stent deployed from the delivery system. The deployed stent was not returned with the device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified an outer sheath kinked proximal from the distal tip.

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in biliary duct. A 10 x 68mm x 75cm wallstent uni endoprosthesis stent was advanced and deployed successfully. However, after deployment, a stent foreshortening was noticed. Another wallstent uni was deployed through the implanted stent to cover the lesion completely. There were no patient complications reported and the patient was fine.